Event description:
It was reported that a patient underwent an adipoma procedure on (B)(6) 2011 and interrupted suture was used for intradermal sewing. After half of a day, the suture was broken and the wound had a rupture. The patient was re-sutured using a different suture. Medical adhesive was also used to strengthen the skin. Currently the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).